Event description:
(B)(6) was performing a pacemaker check on pt. On the third trial. (B)(6) began feeling tingling to her hand and then shooting pain. She became confused, disoriented and was in super ventricular fibrillation.